Event description:
It was reported the hi-lo actuator housing had broken away from the mount. Though not reported, depending on the position (height) of the lift when the breakage occurred, an unexpected lowering of the bed could result. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was initially reported that the unit would be repaired, however it was determined it was unable to be repaired in the field and was scrapped.

Event description:
It was reported the hi-lo actuator housing had broken away from the mount. Though not reported, depending on the position (height) of the lift when the breakage occurred, an unexpected lowering of the bed could result. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.